Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit and confirmed the device could not be turned on and the connection between the main unit and the trolley was found to be loose. After disassembly and adjustment, the functional parameters of the device were found to be normal, and it was delivered for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 in previous emdr follow-up mentioned g3 date is incorrect the actual g3 date is 11/13/2024

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection before use, the cardiosave intra-aortic balloon pump (iabp) was unable to start. There was no patient involvement.